Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported that a leak occurred during treatment and identified the leak in the pt line connection. The pt was not prescribed prophylactic antibiotics and his effluent remains clear. Sample is not available for return.